Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 591 mg/dl at the time of incident. The customer stated the battery seems to drain faster than usual and she stated she put a battery in the pump 2 days ago and the icon was empty today and they get low battery alerts. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer treated for high blood glucose with the manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Device was monitored for 1 day. No unexpected low battery alarm or unexpected off no power alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, a stained end cap sticker and a stained address/serial number label.